Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact on the customer¿s blood glucose level, as the caller declined to answer whether their level exceeded 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the cartridge and successfully resuming insulin delivery, and cts educated the caller on using room temperature insulin for future cartridge fillings. Additionally, cts planned to send a replacement cartridge to the caller.